Manufacturer narrative:
On (B)(4) 2015, an fse was dispatched to the customer site to address the reported event. The fse cleaned and lubricated the rail and the cup chuck and all alignments were checked and working as intended. The fse ran the test cup transfer test multiple times without error and had the analyzer remove 40 test cups from the rotor without any errors. The customer ran controls without any errors. The aia-600ll analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a dirty cup chuck. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015, a customer reported rotor errors and cup pickup failure with the aia-600ll analyzer. The customer is unable to run prl and lh ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl and lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.